Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: imdrf investigation code: code b24 is not available in database to capture for event history log review. A batch record review indicates no discrepancies. No photograph has been received for this complaint. A batch record review was conducted resulting in the following: colostomy bags in question were manufactured under international commodity code (icc) 416406, system application product (sap) material identification (ID) 1703722 and manufacturing lot # 3d02955. Order 3d02955 was produced in (B)(6) 2023 on machine a209, with lot amount (B)(4) pcs. The production process, in-process control, testing result, packaging of products running according to the process instruction process instruction (pi) for gen ii line two piece closed end pouches and recorded in batch record (br) instruction. End user said that natura+ closed pouch ref (B)(4) , lot 3d02955 ring (inside part) is so sharp that it caused an ulcer in the stoma when it hit. During production of this lot, pouches were visually controlled using: test methods (tm) pouch nonconformities ¿ pouches are visually checked under the light box during whole shift. All products must have acceptable appearance. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. Because there was no indication of the issue occurrence found either test performing or records in the logbook the cause of the defect cannot be determined. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No other similar complaint related to malfunction ¿pouch materials in contact with skin are too rough or sharp ¿ was received on mentioned lot 3d02955. During production of product icc: 416406, lot 3d02955, were used all the right components. Flange bagside s2s 45mm modified, sap 1137320, lots 319319 and 319321 have been used during the production. Supplier of used incoming material sap 1137320 is knudsen plast. No nonconformity on raw material has been registered during the manufacturing process of this lot. Certificate of conformity and certificate of analysis were controlled. Material was released based on review of certificate. No nonconformity was opened on this material. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Manufacturer narrative:
E1: complainant city: (B)(6). Complainant state/province: (B)(6). Patient country: finland. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Event description:
The end user reported to the company's representative that the inside part of company's known closed-end pouch ring was so sharp, which caused an ulcer in the stoma when it hit. Also, it was stated that her hands sometimes shake so the bag can easily hit the stoma when she put the pouch to the flange. The duration of use was two hours. No photo is available at this time.